Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was: the caller reported the patient's programmer is not charging and hasn't worked since the beginning. The patient has been going back and forth to the doctor because they said they read just it and they found out the programmer was not working. The doctor's office said they would write the company and tell them and they were supposed to send a new one, but it has been 2 months and they have not heard anything back. Patient had a doctor's appointment today and they canceled it because the doctor said it was out of their hands and they could not do anything if patient does not have the programmer. At this point in the call it was determined that patient was referring to an axonics device implanted in 2024. Patient services redirected patient to axonics and provided their phone number. Patient stated their physician's name is dr. (B)(6) and did not know the first name. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).